Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found in activated condition, and the stent was returned separately. Upon testing of the system, the device was found fully functioning; activation of the wheel led to prompt further deployment reaction of the mechanism indicating fully functioning system. An alleged device related problem regarding complete stent deployment could not be confirmed. The lesion was pre dilated, and an 8f introducer was used for access. Based on sample evaluation, the reported issue could not be reproduced, and an alleged device deficiency is unconfirmed. A definite root cause for the reported issue experienced by the customer could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: "if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used." Regarding pta the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." Failure to deploy was found mentioned under delivery system specific events that may occur. Holding and handling of the system throughout deployment was found sufficiently described. The packaging pictograms indicate the use of a 0.035" guidewire, and an 8f introducer. H10: d4 (expiry date: 04/2024), h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly partially deployed. It was further reported that the stent was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 04/2024. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly partially deployed. It was further reported that the stent was removed. There was no reported patient injury.